Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The s/n (serial number) of the device was unable to be deciphered. However, it was narrowed down to one of the following: s/n (B)(6), manufacturing date: 27.mar.2009 s/n (B)(6), manufacturing date: 21.dec.2009 s/n (B)(6), manufacturing date: 16.sep.2010 s/n (B)(6), manufacturing date: 30.aug.2011 s/n (B)(6), manufacturing date: 01.feb.2016 a review of all device history record's found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also noted the image is dark and poor quality with particles inside the optical lens system, and the gold plating at the distal tip of the outer tube is peeling. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the rigid telescope is ¿dark¿. The problem was found during an unspecified event. The device was returned for service and during the evaluation, the following reportable malfunction was identified: the eyepiece ring is missing. No death or injury and no impact to patient or other has been reported.